Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose. The blood glucose reading was 85 mg/dl during the phone call. The customer also stated that the no delivery alarm was no longer functioning. Troubleshooting was performed and the insulin pump passed the prime test. The customer was unable to perform the high pressure test during the phone call. Nothing further was reported.